Manufacturer narrative:
B4:01oct2021 the customer reported as they tried to turn on the ventilator it continued to turn off without alarming. The ventilator was being set up for patient use. No patient or user was harmed.

Manufacturer narrative:
Date of report: 23aug2021. (B)(6). The patient or user involvement information is currently pending. Additional information has been requested. If this information becomes available, a follow up report will be submitted.

Event description:
The customer reported no connection and turns off. Patient or user involvement information is currently pending but has been requested. No report of patient or user harm. The remote service engineer advised the customer to try different mains cables to see if that makes a difference, check for boot up noise when it turns off, and to check the event log for errors. The customer reports a low battery while staff was using the ventilator. The battery test was performed after charging the battery and the issue was resolved.